Event description:
A malfunction was reported with the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via the pump and technical support provided assistance in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if issues persist.